Manufacturer narrative:
(B)(4). Investigation summary: a complaint history check was performed and this is the 3rd related complaint reported with the defect/condition of adapter/connector defective/damaged with lot #8270883, regarding item #381137. An analysis of the batch history of the device has been completed for the sub-assembly 008664bjf, batch 8242502 manufactured from 13-september-2018 to 28-september-2018 on the acam #04 machine used in the claimed batch # 8270883. This batch was revised with respect to the ¿damaged component¿, ¿leakage¿ tests and no records were found that could lead to the claimed defect. This complaint does not contain a photo or samples for analysis. Root cause description: based on the results of the investigation to date, it has not been possible to determine a root cause for the claimed defect. Rationale: based on this, a CAPA is not needed at this time.

Event description:
It was reported that the adapter was broken during use with a bd angiocath¿ IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: the connection between the needle handle and the needle was broken during the use of the department of critical care medicine (extracardiac), causing arterial leakage.